Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was more than 400 mg/dl. The customer reported that the batteries were lasting only for 4 days. The customer reported that the could not enter auto mode due to battery issue. The customer also reported power loss and replaced battery and insulin pump was working as it should. The device will not be returned for analysis.